Manufacturer narrative:
The lens was received and inspected under magnification. Two broken haptics were observed, optic folded and unfolded without difficulty. The lens met all manufacturing specifications prior to release. While we are unable to determine the cause of the damage to the iol, our observation reasonably suggests it is not related to the manufacturing process. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported that during insertion of the intraocular lens the haptic broke off, lens wouldn't unfold properly. The incision was enlarged and the lens removed and replaced. No patient injury occurred.